Event description:
Procedure type: unk, patient gender: unk. According to the reporter, a pin from the device fell and was found in the patient. The operating time and incision were not extended as a result. No intervention was necessary. No patient injury was reported.